Manufacturer narrative:
Complaint confirmed, a section of the drive feature broke off. The fracture was most likely caused by a mechanical load during use. This may be seen if the device is misaligned, improper bone prep and/or pried and leveraged during implant insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2019 where an arthrex mini tightrope, ar-8917ds, was implanted with no issue. After the case, the surgeon took an x-ray and it was found that the tip of the driver had broken off into the implant and was still attached. A second surgery was performed and the broken driver tip was removed still fused to the screw. They were both removed with no incident. A second screw was opened and used to complete the case. Additional information provided (B)(6) 2019: the arthrex rep that was present during the lisfranc ligament repair and confirmed that a second surgery was not necessary as previously reported. The implant was removed during the same surgery. It is not clear to the surgeon when the driver broke. The surgeon noticed that it was broken at the time of the x-ray. Additional information provided (B)(6) 2019: the surgeon reopened incisions to remove the implant; he did not have to create any new incisions.